Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows. Medical device lot #: 7054850; medical device expiration date: 02/28/2022; device manufacture date: 02/23/2017. Medical device lot#: 6235239; medical device expiration date: 08/31/2021; device manufacture date: 08/22/2017. Medical device lot#: 7054054- according to manufacturing dates are unknown. Medical device expiration date: unknown; device manufacture date: unknown.

Event description:
It is reported that the bd angiocath¿ 24 g x 0.75 formed crystals inside the catheter causing a slower rate of collection and occlusion. Reported during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: samples/ photos: were received 5 closed samples of angiocath 24g of batch: 7054850 and 5 closed units of batch: 6235239. After visual analysis, it was possible to confirm the presence of silicone drops on the catheter, but none of the analyzed samples for both batches has showed clogged needle, (B)(4). Equipment: after analysis of the reclaimed lots: 7054850 and 6235239 (tipper lot / assembled set: 7053926 and 6232119 respectively), no excess of silicone was verified in the tests carried out during the production of the lots in question. Lot 7054054 was not found in the sap database. DHR/ qn/ ncmr review: excess silicone: after analysis of the reclaimed lots: 7054850 and 6235239 (tipper lot / assembled set: 7053926 and 6232119 respectively) no excess of silicone was verified in the tests carried out during the production of the lots in question. Clogging: based on previously performed investigations (CAPA # (B)(4)) for this type of defect, the analysis of claimed batches: 7054850 and 6235239 (tipper lot / set assembly: 7053926 and 6232119 respectively) will not be necessary, since the root cause identified for the defect in question could not be identified by the existing product quality controls. Lot 7054054 was not found in the sap database. Root cause: even if the clogging has not been evidenced during the investigations of this claim, it is possible to determine that the root cause as clogged needle as silicone excessive on the catheter is caused by the excessive amount of silicone that is dispensed during siliconization of the catheter in the tipper machines. For more details of the root cause to check CAPA # (B)(4). Rationale: the CAPA # (B)(4) that was opened to handle the clogged needle complaints of the angiocath it will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tippers machines were included among the corrective actions, with the objective of reducing the amounts of excess silicone dispensed on the catheters during the catheter tipping process. Thus, it is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer.